Event description:
Device history record was reviewed and nothing was found related to the reported event. Device history log was reviewed. Several technical errors related to the reported event were found, but the pump has not been used for some time (last used: 26th may 2023). "The reported device was received in lake zurich and its investigation was performed by our local technical team. According to provided information, nothing was noticed during both external and internal check. During tests, the reported event was reproduced. The downstream pressure sensor was replaced and sent back to brézins for further investigation. Once in brézins, after a visual inspection, it was mounted in a test pump. Firstly, maintenance test 6 was passed then the reported event was reproduced during functional tests, that confirmed the reported event. The root cause of the reported issue is likely link to a defective downtream pressure sensor, due to a weakness in the sensor, whose output value suddenly drifted. To our knowledge this complaint is not being related to patient safety. This complaint was added in our trend for statistical follow up." This complaint is considered as valid the trend is normal the reported risk is lower compared to the estimated risk for this issue as per our local procedure, we initiated an action.

Event description:
The following has been reported: error 42 90004. Customer reporting an error 42 90004 downstream pressure sensor. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.